Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) read "high" (mg/dl) on the continuous glucose monitor. Elevated bg was addressed by a bolus via the pump and consuming water. The customer continued to use the pump for insulin therapy.